Event description:
A malfunction alarm occurred with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received a replacement pump from cts, and they were instructed to use multiple daily injections (mdi) as a backup therapy while awaiting the new pump. Cts also provided guidance on storage mode for the malfunctioning pump and instructions for returning it to tandem.